Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Functional testing; visual/physical examination; usability inspection determined the pack battery kit - battery was overheated and boiled. Discarded by site and hence it was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that when system was kept idle after completion of a surgery they had observed fumes form cabinet section. Hence customer had switch off the ias system and mvs and also removing from the main power supply. While troubleshooting they had ensured to see if there was any visibility of fumes, carbon deposit at any location in the cabinet section. Though they could smell the fumes coming out from system. Further to that, they had performed ias safety and start removing battery tray to see if there was any visibility of burn out. Referring to battery replacement procedure they started to check and found smoke was coming from between tray 1 and tray 2. No patient was present at the time of the event.